Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion and no delivery tests. No prime error alarm noted during testing. We were unable to prime during prime test due to faulty force sensor resistor. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had compromised force sensor system alarm during set change. The customer's blood glucose level was reported to be 149.4mg/dl. It was reported that the device would be replaced and returned for analysis. No further information provided.